Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results of 113 mg/dl back to back with a result of 236 mg/dl when testing was performed 10 minutes apart obtained from the memory of, the advantage system (meter, strip lot 548994, and expiration date 04-30-2007). Reporter did not provide the location of the testing. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.